Event description:
Pain [pain]. Swelling [swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales rep regarding a pt (age and gender not provided, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20), dosage regimen not provided. The lot number for synvisc one was not provided. On unspecified dates, the pt experienced pain and swelling for which treatment with aspiration and steroid injections was required. The action taken with synvisc one was not provided. The outcome for the both event was not provided. Relevant concomitant medications were not provided. The intensity for the events was not provided. The reporting physician did not provide the relationship between synvisc one and the events. The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could not be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 8 reports from the same reporter. The total lists of cases created by this reporter are (B)(4).

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible; it is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.